Manufacturer narrative:
Based on this investigation which included the sample evaluation, this complaint is confirmed for product package being damaged, most likely during transit. The outer carton packaging that contains the tyvek pouch was returned and showed a significant amount of damage. The tyvek pouch was returned folded and creased, three small tears were identified in the tyvek. The visual evidence indicates that the package encountered forces in excess of the normal distribution forces. A 36 month review shows this to be the only reported complaint of this nature for the 3dmax product. The investigation identifies this to be most probably a single unit condition, that was introduced sometime after distribution. The instructions-for-use instructs the user to inspect the packaging prior to use. No manufacturing issues associated to the reported event were found during the manufacturing review. All process steps were completed per manufacturing procedures and inspection procedures product passed all required inspections at each step at end product level. There was no rework or other manufacturing abnormalities that may have contributed to this complaint the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 2 holes were noticed in the white side (tyvek) of the sterile packaging. They could be described as pinholes noticed prior to use - no patient involvement.